Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mildly tortuous mid left anterior descending (lad) artery. The 2.75x28mm xience pro stent delivery system (sds) failed to cross the lesion reportedly due to the heavy calcification, force was applied against resistance, and the shaft separated. The separated shaft was withdrawn from the anatomy without any issues. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. The 3.0x28mm xience pro sds was advanced to the lesion and successfully deployed; however, a dissection was noted and the vessel perforated. As a result, coronary artery bypass graft (CABG) surgery was performed, with prolonged hospitalization. There was no additional information provided.

Manufacturer narrative:
(B)(4). The 2.75x28mm xience pro stent mentioned is being filed under a separate manufacturer report number. The reported patient effects of dissection and perforation are known observed and potential patient effects as listed in the xience pro everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.